Event description:
It was reported that insulin gauge displayed an amount different than expected and pump showed a static fill estimate of 250 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, and technical support explained that this could occur due to large differences in measured pressure used to estimate remaining insulin and that once actual insulin in cartridge matched the static value, gauge would begin to decrease normally, which caller understood and acknowledged.